Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was confirmed foreign material clogged in biopsy channel, no physical damage of device was confirmed. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis exera iii colonovideoscope had an instrument channel clogged with foreign material. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. The device was not cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered or what the foreign material was that adhered to the instrument channel. There was no delay in the start of the pre-cleaning, the channel was cleaned with lint-free cloths, brushes, sponges and the instrument channel was presoaked with the detergent solution. There were no abnormalities in the accessories used for reprocessing. Should additional relevant information become available, a supplemental report will be submitted.